Manufacturer narrative:
Batch review performed on 18-oct-2023 lot 2311915: (B)(4) items manufactured and released on 07-jun-2023. Expiration date: 2028-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional implant involved, batch review performed on 18-oct-2023: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2304469: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 2028-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 month after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised successfully the head and liner.